Event description:
The customer stated that she was hospitalized due to hyperglycemia. Troubleshooting was performed and found that the customer had not bolused for a period of 24 hours. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.